Event description:
It was reported that, a patient underwent a hindfoot arthrodesis procedure that was performed in the left foot on (B)(6) 2019. A clinic note dated (B)(6) 2023 indicated that x-rays were taken and appeared to reveal a nail fracture below the proximal oblique screw. A revision surgery had to be performed on (B)(6) 2023 due to breakage of the nail. The patient is under normal postoperative course with a normal wound healing process. No further complication have been reported after this procedure.

Manufacturer narrative:
Results of investigation: the associated device was returned and evaluated. The visual inspection revealed the nail fractured into two pieces. Both pieces were returned. The nail fractured by the initiation and subsequent propagation of fatigue cracking. The fatigue cracking eventually propagated to an extent that the remaining cross-sectional area of the nail could not bear the imposed patient loading, which led to an overload fracture. Fatigue cracking was likely caused by the nail bearing cyclic stresses more than the material endurance limit for an extended period of time. These excessive cyclic stresses may be caused by any number of conditions, including but not limited to excessive patient activity levels prior to full bone union, applications of loads in excess of the material¿s strength, and/or poor bone quality. The clinical/medical investigation concluded that, based on the limited information provided, the non-union of the upper ankle joint is a likely contributing factor of the patient¿s pain and discomfort. The provided x-rays support the report of the broken nail. However, the clinical root cause of the breakage of the nail and the non-union of the upper ankle joint cannot be definitely concluded. The patient impact beyond the pain and additional surgical intervention cannot be determined. Approximately two weeks post procedure, it has been reported that the patient has had a normal postoperative course thus far. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for intramedullary nail system revealed in possible adverse effects that cracking or fracture of the implant may occur. Preoperative planning section states that proper type and size of implant must be selected to ensure effective treatment of patients considering factors such as patient¿s size, strength, skeletal characteristics, skeletal health, and general health. Overweight or musculoskeletal deficient or unhealthy patients may create greater loads on implants that may lead to breakage or other failure of the implants. Additionally, postoperative care section warns that early weight bearing substantially increases implant loading and increases the risk of breaking the device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According with the product material specification, the quality and manufacture of standard grade titanium-aluminum-vanadium alloy shall be controlled. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include patient anatomy, abnormal loading of limb, excessive forces, cyclic stresses and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, after a trauma surgery had been performed on an unknown date, a revision surgery had to be performed on (B)(6) 2023 due to breakage of the nail. Current health status of patient is unknown. No further details available at this moment.